Manufacturer narrative:
A ge rep evaluated the system and replaced the camera focus control circuit board. The system operates as intended.

Event description:
The customer reported there is shadowing on the bottom of the image. No pt injury was reported.